Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor error alarm. Customer's blood glucose was 416 mg/dl, and was treated with manual injection. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced. Caller reported that customer was in the hospital due to finger amputation, not insulin pump.